Event description:
Bi-lateral uni-compartmental knee arthroplasty performed in 1999. Due to pain, left knee revised in 2001. Tibial component was found to be loose and was replaced with a larger component.